Manufacturer narrative:
Based on the description of the reported event and the returned implants, it is hypothesized that the root cause of the reported issue was cross threading the locking caps into the tulip heads. The locking caps exhibited severe signs of damage to the threads which prevented the locking caps from properly interfacing with the tulip head.

Event description:
It was stated that, "broken screws, set screws. The screws wouldn't set."